Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
It was reported that the customer received an excessive no delivery alarm, a program alarm anomaly alarm, and her insulin pump had a blank display. The customer's blood glucose level was 107 mg/dl. Standard troubleshooting was performed. The customer was advised that the alarms occurred because the insulin pump experienced an unexpected restart. After a battery change, the insulin pump's display returned and it functioned according to design. The customer was sent a replacement battery cap. The product is not being returned. Nothing further was reported.